Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), angio-catheter, and guidewire. It was reported that the patient anatomy was tortuous. During the procedure, while advancing the lantern a few centimeters into the angio-catheter, the physician experienced resistance. Subsequently, the lantern was removed. The physician then advanced a guidewire into the angio-catheter for checking on the back table. The procedure was completed using another lantern, the same angio-catheter, three ruby coils, and two non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 109.5 thru 114.0 cm from the hub. Upon functional testing, a demonstration coil was advanced through the returned lantern without an issue. The lantern was advanced through a demonstration 4max without an issue. Conclusions: evaluation of the returned lantern revealed that the distal shaft was ovalized. If the peel-able sheath (provided with the lantern) is not used to protect the distal shaft of the catheter during insertion, damage such as ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.